Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customer received a cartridge alarm (alarm 1) and that the basal software was not functioning properly. Customer's blood glucose level ranged between 50-500 mg/dl which was addressed by ingesting apple sauce and fruits. Reportedly, the customer continued to use the pump for insulin therapy.